Event description:
The hcp reported the pump was explanted due to not infusing. The implant duration was less than 19 months. The pump was not replaced.

Event description:
The hcp reports the patient had been experiencing spasticity. The pt was treated with oral medication. The patient outcome was reported as turned back to spasticity condition.